Manufacturer narrative:
(B)(4).

Event description:
The patient expired due to unknown causes one day following an in-clinic follow-up. There was no apparent malfunction related to the device and the cause of the death remains unknown. Further information was requested but not received.